Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a diagnostic coronary angiogram. Reportedly, after insertion, the proglide became stuck in the anatomy prior to deploying the footplate. There was heavy bleeding and the patient became hypertensive experiencing pain despite having been infiltrated with 2% lidocaine. The device was removed by pressing. Manual arterial compression was used to control the heavy bleeding and achieve hemostasis along with a compression bandage. The patient was given a nitroglycerin drip and hypertension resolved. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The difficulty reported, removing the device, could not be replicated in a testing environment as it was based on operational circumstances. The patient effects of hemorrhage and pain are potential adverse events associated with use of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove and patient effect of hypertension; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.